Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during priming, the pump exhibited and error message indicating occlusion, upstream or downstream of the filter. Per reporter a new cassette from the same lot was subsequently administered with no issue. No adverse patient effects were reported.